Event description:
The patient stated, that his blood glucose was 124 mg/dl this morning (in 2007), and he then drank orange juice. The pt stated, that orange juice makes his blood glucose "jump." He stated, that at noon his blood glucose was elevated to 298 mg/dl and he bolused 16 units of insulin. The pt stated, that he then ate lunch and after lunch he ate cookies and his blood glucose elevated to 355 mg/dl. The pt bolused 14 units to lower his blood glucose. The pt stated, that he forgets to bolus at times and he then over boluses to correct his blood glucose readings. Other times, he stated, he forgets to eat and his blood glucose levels decrease and he tends to over eat while trying to elevate his readings. The pt stated, that the ambulance has been called 5 times in the past year due to low blood glucose readings (patient did not know dates of events). The pt stated, that he does not tell his dr about these events, because he does not want his driver's license to be revoked. Upon follow up, the pt stated, that his blood glucose has decreased, but it is not "normal." The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.